Event description:
It was reported that the patient began to have bowel issues approximately 1-2 months prior to the report. The patient was told by the healthcare provider (hcp) that he was ¿in emergency something right now¿. The patient reported that he ¿got constipated so bad that I ripped something in me and now I¿m bleeding out of my rectum¿. The patient stated he may have had a strangulated bowel. The patient went 9 days without a bowel movement and when he finally had a bowel movement his stool was bloody and he ¿had to go standing up¿. The patient stated that his stomach was ¿like he¿s 8 months pregnant¿. The patient assumed that he was to go into surgery. The patient was in a lot of pain and was wearing a diaper because of the bleeding from the rectum. The patient also reported that he was going into detoxification and the hcp wanted to stop all narcotics, both orally and through the pump. The patient was attempting to contact a manufacturer representative to go to the hospital and shut the pump off before he was to go into medical procedures. It was unclear what medication the device delivered as the patient stated it delivered ¿hydromorphine¿. It was later reported that it was believed that the patient was not receiving therapeutic effect; however, the reporter was unsure. The pump off code was requested and the pump was to be turned off. It was clarified that the device system delivered hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).